Event description:
It was reported that the catheter had "clogged" once, about three or four years prior to report. As a result, a catheter revision was needed. At the time of report, the drugs used in the system were bupivacaine and fentanyl, though it was unknown if these were still in use at the time of the event.

Manufacturer narrative:
Product ID: 8709 lot# j11037r06, implanted: 2002 (B)(6), product type catheter. (B)(4).